Event description:
Healthcare professional additionally reported left side "hardened implant, with pain, baker IV" outlet of liquid though the left nipple, folding of the left breast. The device has been explanted and replace with non-allergan device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii and seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "hardened implant, with pain, baker 3" and late onset seroma. The device remains implanted.